Event description:
It was reported the preloaded johnson and johnson (jnj) intraocular cartridge was too hard to inject. The device had a fissure that was noticed after it was injected into the eye. The doctor managed to manipulate and finish the surgery. The cartridge was fractured. The doctor stated that normally it¿s a very smooth process. However, he said that in the end it seems the cartridge fractures which generates the difficulty. The doctor also commented that the product coming in has been very fragile or it¿s the quality of the product. No more information was provided.

Manufacturer narrative:
Section a, patient information: a2, a4, a5: unknown/not provided. Section b3 date of event: unknown/not provided. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section e1, telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the complaint product was not received. Customer provided a photo. Visual inspection of the customer provided photo revealed that there was damage on the cartridge tip. No further product evaluation can be performed on the photo provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This is to correct the initial submission based on additional information received. Regarding the initial comment made "very fragile or quality of the product" it was a general comment made by a technician regarding the overall perception of the product, and not specific to a particular case. Further information provided is the doctor's name and address were provided. The zip code is not available. The section below has been updated accordingly. Section e1, title. (B)(6).